Event description:
It was reported that a 275cc mentor cpx 4 breast tissue expander deflated during an unspecified breast surgery prior to being implanted into the patient. However, the surgery commenced without any reported delays and a new implant was used to complete the implantation. No reported adverse events or patient outcomes were reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 11, 2024, mentor received the device for evaluation. On march 18, 2024, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: during the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed three (3) tears (a, b, & c) on the anterior view, measuring approximately less than 0.1 cm each. No other leak sites were detected during analysis. Microscopic examination was performed on the edges of the ruptures (a, b, & c), and parallel striations were found in the whole area of all tears. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, the microscopic examination of the returned product indicates that the tissue expander could have been damaged during the implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation. On march 22, 2024, mentor evaluated a video of the device. Video evaluation summary: upon visual evaluation of the video provided in the complaint, the tissue expander was observed leaking. Manufacturer¿s reference number: (B)(4).